Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence/clogging of foreign material at the distal end was confirmed. However, the identity of the foreign material could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign substances coming out of the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.